Event description:
It was reported that the patient had a revision surgery to downsize the pressure regulating balloon (prb). A patient outcome was no reported.

Event description:
It was reported that the patient had a revision surgery to downsize the pressure regulating balloon(prb). A patient outcome was no reported.